Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ('essure device was engrained on the surface of the uterine fundus.') And device dislocation ('essure spring coil noted to be located outside uterine cavity on the fundus of the uterus.') In an adult female patient who had essure inserted. The patient's medical history included parity 3. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic removal of essure device, lysis of adhesions, and bilateral partial salpingectomy). Essure was removed. At the time of the report, the embedded device and device dislocation outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via medical records : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed), and describes the occurrence of embedded device ('essure device was engrained on the surface of the uterine fundus') and device dislocation ('essure spring coil ,noted to be located outside uterine cavity on the fundus of the uterus'). In an adult female patient who had essure inserted. The patient's medical history included: parity 3. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic removal of essure device, lysis of adhesions, and bilateral partial salpingectomy). Essure was removed. At the time of the report, the embedded device and device dislocation outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event ¿essure spring coil, noted to be located outside uterine cavity on the fundus of the uterus" was recoded to the meddra llt. Device dislocation into abdominal cavity. No new follow-up information was received from the reporter. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ('essure device was engrained on the surface of the uterine fundus.') In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure spring coil noted to be located outside uterine cavity on the fundus of the uterus"). The patient was treated with surgery (laparoscopic removal of essure device, lysis of adhesions, and bilateral partial salpingectomy). Essure was removed. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via medical recorded: device expulsion and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.